Event description:
The customer reported having issues with the insulin pump. She stated that that device has a crack across the reservoir window. The customer stated that she was experiencing high and low blood glucose, and her doctor made changes on the settings during her appointment. The blood glucose reading was 178mg/dl. The customer mentioned that she has been smelling insulin for several weeks, but after changing the box of reservoirs, she realized that it was not the reservoirs. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube window. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk.